Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in the operating room for device change-out due to normal eri. High capture threshold and increased pacing lead impedance were observed. The lead was capped and replaced on (B)(6) 2016. Patient was stable.